Event description:
The manufacturer received information alleging a ventilator was displaying a "service required" message. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's sensor board was replaced to address this issue.